Manufacturer narrative:
Image review: six static images and three media files were provided for review. A partial patient¿s executive summary was provided for anatomical review. The patient¿s annulus perimeter measured 73.8mm with a perimeter derived diameter of 23.5mm, suggesting a size 29mm evolut valve. It was reported that the patient had symptoms of stroke and was agitated during the valve implantation. An angiogram performed after valve release showed evidence that the valve was slightly constrained near the non-coronary cusp. It was reported that a post implant dilatation was performed which caused the valve to dislodge aortic due to inadequate pacing. Subsequently, a second valve was implanted, which was evident on the provided images. As stated in the instructions for use (IFU), potential risks associated with the implantation of the evolut fx bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization; stroke (ischemic or hemorrhagic), transient ischemic attack (tia), or other neurological deficits. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to implant of this transcatheter bioprosthetic valve, the patient had symptoms of stroke before insertion of the delivery catheter system (dcs). The patient became anxious and hard to express themselves clearly. A pre-implant balloon dilatation was performed with a 22 millimeter (mm) balloon and a non-medtronic guidewire (safari) was used. During the val ve implant, the patient was moving their arms and legs making the valve implant difficult. The valve was implanted in an acceptable position. The valve was possibly high on the non-coronary cusp (ncc) seemed to be a bit compressed at this side. Moderate paravalvular leak (pvl) was observed. The physician decided to post dilate with a 22 mm balloon. The pacing was insufficient and the balloon dislodge the valve into the ascending aorta. Hemodynamics were stable and a new valve was loaded. The valve was implanted about 5 mm below the annulus. The patient was transferred and a thrombectomy was performed. A thrombus was detected and removed from the brain. The patient was hospitalized for recover and rehabilitation. The valves were loaded properly and checked in recommended ways. Cusp-overlap technique (cot) was used and the implantation starting point was at the bottom pigtail. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012151566); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012151567); product type: 0195-heart valves; implant date ; explant date product ID evolutfx-29 (serial: (B)(6). Product type: 0195-heart valves; implant date (B)(6) 2024; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the post-implant balloon aortic valvuloplasty (bav) was performed for severe paravalvular leak (pvl). It was reported that the patient had a brain tumor and suffered from confusion prior to the valve implantation. The pacing frequency was insufficient due to the patient's inability to cooperate with pulling wires. Prior to the dislodgement, the valve was at 3 millimeter (mm) on the non-coronary cusp (ncc) and left coronary cusp (lcc). After the valve dislodged, the valve was 30 mm above the coronary arteries. The stroke was ischemic. Per the physician, it is unknown what caused the stroke. There could have been an embolism from passing the aortic arch. The treatment for the stroke was successful.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.